Event description:
A baxter engineer reported an inoperative pump. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No add'l info is available.